Manufacturer narrative:
Device evaluation was completed on 7/24/2019. Device evaluation summary: during visual evaluation a crease was observed in the posterior view, also a tear was observed within the crease, measuring approximately less than 0.1 cm. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. On 8/2/2019, mentor became aware that incorrect statement regarding manufacturing record evaluation (mre) was reported under initial submission. The correct statement is as follows: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided and not visible on returned device, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: left side breast implant deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old patient underwent primary breast augmentation with a 325cc mentor smooth round moderate profile and was presented with left side breast implant deflation. The patient underwent bilateral explantation and replacement with mentor saline devices on (B)(6) 2019.